Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), an unknown size apex balloon moved upon inflation. The physician pulled the balloon back and reinflated. The procedure was completed with a longer apex balloon. No patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)